Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) levels in the 231 mg/dl to over 500 mg/dl range with an unknown cause. Bg was treated by completing a supply change and administering bolus insulin via the pump. Tandem technical support reviewed pump data and did not find any alarms that would have suspended insulin delivery. The customer was instructed to consult with the healthcare provider regarding bg level.